Manufacturer narrative:
Per the tandem user guide: "do not remove or add insulin from a filled cartridge" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly the customer was re-using insulin from old cartridges. A correction bolus was delivered to address bg. Tandem technical support educated the customer that cartridge and insulin are labeled for single use only. Recommendation was made to consult with a healthcare provider regarding diabetes management.